Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint due to missing sensor pod. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. An exterior physical visual inspection was performed and passed. The sensor wire was present and there was no damage to the sensor wire ends. The sensor pod was not returned. The allegation of a missing sensor wire was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(4) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.